Event description:
During the eval of a returned spectrum infusion pump, 65 occurrences of an "upstream occlusion" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The assembly processor pcb was replaced.